Manufacturer narrative:
The investigation concluded that lower and higher than expected vitros tsh results were obtained from level 1 of non-vitros thermofisher mas omni-immune control lots 2411 and 2703 using two different vitros tsh reagent lots tested on a vitros eciq immunodiagnostic system. The most likely assignable cause of the event is unknown. Historic vitros tsh quality control results had unacceptable results using non-vitros mas control fluids, however, diagnostic within-run precision testing using vitros total thyroid controls were acceptable indicating the vitros tsh reagent lots were performing as intended on the vitros eciq immunodiagnostic system, and the vitros eciq immunodiagnostic system itself was performing as intended. Therefore, a performance issue with the mas quality controls in use at the site could not be ruled out as contributing to the event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tsh reagent lots 7180 and 7211. The ortho tsc reviewed the customer's fluid-handling protocol, and it was determined the customer is using the fluid-handling protocol recommended by ortho. Therefore, improper fluid-handling protocol did not likely contribute to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected vitros tsh results were obtained from a single level of non-vitros thermofisher mas omni-immune control, lot 2411 using two different vitros tsh reagent lots tested on a vitros eciq immunodiagnostic system. Vitros tsh reagent lot 7180 mas level 1 lot 2411 control fluid vitros tsh results of 0.128 miu/l vs. The mas lot 2411 package insert target value of 0.203 miu/l. Vitros tsh reagent lot 7211 mas level 1 lot 2411 control fluid vitros tsh results of 0.128, 0.122 and 0.118 miu/l vs. The mas lot 2411 package insert target value of 0.203 miu/l. In addition, higher than expected vitros tsh results were obtained from a single level of non-vitros thermofisher mas omni-immune control, lot 2703 using vitros tsh reagent lot 7211 tested on the same vitros eciq immunodiagnostic system. Mas level 1 control fluid vitros tsh results of 0.224 miu/l vs. The peer mean value of 0.1598 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower and higher than expected results were obtained from non-patient quality control samples and there was no allegation of patient harm as a result of the event. There was no allegation of patient harm as a result of this event. This report is number three of four mdrs for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).